Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of leakage with four infusion sets as the infusion set tubing leaked. The infusion set was used for 6 hours. Patient's blood glucose level noticed at the time of event was 300 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.